Event description:
It was reported that 40 unspecified bd q-syte¿ devices had flow issues. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of flow rate slow (40)."

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 40 unspecified bd q-syte" devices had flow issues. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of flow rate slow (40)."